Event description:
Patient was undergoing a laparoscopic hysterectomy. The surgeon was using the endostitch with reloads of polysorb 0. The last polysorb 0 was used and it was noted on the video monitor that the needle had spontaneously detached from the suture thread. X-ray revealed a small linear metallic structure approximately midline within the pelvis, suggestive of being the needle. A laparotomy was performed to attempt to locate and remove the needle, but the surgeon was unable to locate it. It was decided to close the patient as no other means of locating the needle radiologically was possible. The patient was sent to the recovery room in good condition.